Manufacturer narrative:
E1: patient city: (B)(6) patient country: united kingdom since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united kingdom it was reported that the patient faced an infusion set cannula fell off event on (B)(6) 2025 during sleep. Blood glucose level was 24 mmol/l at the time of the event. Due to which the patient got hospitalized. Patient got treated with pump. The duration of hospitalization was for 12 hours. No further information available.